Event description:
Information received from customer: "they stated that once the bag was depressed, it would allegedly not re-inflate quickly as it should do. However, they also stated that if it was that they pushed their fingers into the loop, it would inflate as normal. However, they said if you had big hands, it was difficult to get your fingers through. I have one on my desk which does not appear to have a problem whichever way you operate it. I believe that they have had one scrunched up in the bag (which should not be done according to the manufactures recommendations) and was surprised that it did not re-inflate due to the deformity of the bag. Unfortunately, the one you have picked up was not the problem bag which had been used on the incident, they had disposed of that "(B)(6)!!!!" Anyway, the one that you picked up apparently had the same problem allegedly, so it should show some issues, or not as the case maybe."

Manufacturer narrative:
Inspection of the production record concluded that no abnormality was found during production. As part of final inspection before release the product, each product was tested and visually inspected (including the dent of resuscitator bag), product with any non-conformity shall be rejected. The actual product was not available for investigation, a similar product was returned by the customer and investigated. The returned device had a deformation that would need a user to avoid holding the device in an unfavorable position in order to obtain delivery of the specified ventilation volume to a patient. From the user report, it seems that a deformation of the actual product did cause difficulties which led to the use of alternative (mouth to mouth) procedure, as prescribed in the instructions for use. The user report indicates the possibility that the device had received this deformation through storage conditions that did not follow the cautions in the instruction for use. Further, it appeared that the user may have performed the preparation of the product as advised in the instruction for use. As the actual product was not available for analysis, we have not been able to establish the root cause of the event.